Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose level was 20 mg/dl. The customer's device was removed at the hospital and they found a bent cannula. The insulin pump had gone into threshold suspend mode and after trying to deliver insulin the customer threw up. The customer had diabetic ketoacidosis. The caller performed the high pressure test and it passed. The customer's blood glucose reading was between 100 and 200 mg/dl during the time of call. The customer's infusion sets were replaced.